Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated that this last batch of ports he received lasted for 24 hours before he got a no delivery alarm and this was seventh set in the past 2 weeks. Customer stated that had recurring no delivery alarms even after troubleshooting. Customer declined to troubleshoot for high blood glucose. Customer had tried all recommended troubleshooting steps. The insulin pump will be returned for analysis.